Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital with an infection at the device site and was later admitted for further treatment. The infection was believed to be caused by an enterocutaneous fistula that was placed approximately one week after the s-ICD system was implanted. The patient also had feces coming out of her abdominal wall. Subsequently, the patient received colostomy bag. The infection did ultimately seed to the device implant site. It was noted the patient had a history of infections, including a prior competitor system extraction. Additional information was received that on june 11th, during the early morning hours (around 1:30 am), the patient went into ventricular tachycardia (vt)/ventricular fibrillation (vf). The device did detect and convert the arrhythmia initially; however, the patient continued to go into vt/vf, where device shocks eventually did not convert the arrhythmia and the patient passed away. The physician noted the patient had a massive pulmonary embolism, but at no point did the physician believe the episode was related to the infection.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the electrode was returned and was severed at 9 cm from the terminal pin. A setscrew mark was noted on the terminal pin in the correct location. Resistance testing was performed to assess the electrode's electrical performance on the segment returned. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities of the segment returned. The manufacture date for this electrode is november 4, 2015.

Event description:
Boston scientific technical services (ts) reviewed strips that were sent in to discuss device performance with the field representative. Device interrogation on (B)(6) 2016 showed 14 treated episodes and 2 untreated episodes. Twenty-one shocks were given. Shock impedances were high between 114-122 ohms. The patient also had a concomitant non-boston scientific bi-ventricular pacemaker. Pacing is observed intermittent throughout the strips. The device was programmed to the primary sensing vector with a 1x gain. Tachy rate cut-off zones were programmed at 200/220 bpm. Post-shock pacing was programmed off. Ts was able to determine that chest compressions had occurred during some of the episodes. The field representative inquired if they had led to sensing issues. The episodes were reviewed in further detail. In the majority of the treated episodes, the data showed some oversensing from double counting and far-field signals, some undersensing from change in r-wave morphology, and pacing at rates around 120 bpm from the concomitant pacemaker. In all episodes, the device does detect and treat with a shock, however the arrhythmia would begin again. In the final treated episode (episode 016) recorded on (B)(6) 2016 at 3:12 am, showed the onset with intermittent pacing and intermittent premature ventricular contractions, which was possibly represented chest compressions. There was some undersensing due to small r-wave signals and some possible oversensing of chest compressions. Charging begins and a shock is given. It was unclear if the shock was appropriate or if it was oversensing CPR. A second shock was given with noted pacemaker spikes post-shock from the concomitant pacemaker. The rhythm appeared to slow down. Then a third, fourth, and fifth shock were given with possible pacing spikes from the pacemaker. At this point, therapy was exhausted.

Manufacturer narrative:
Episode 2 noted fast pacing from the concomitant device. The rhythm appeared slow at times with changing morphology; and then would change to a fast rhythm. Episode 2 began immediately after episode 1. There was a legitimate drop-out due to morphology changes, changes in amplitude and rate. There was some undersensing and oversensing (in and out of double detection). Consistent pacing spikes were seen after the shock wandering through the ventricular fibrillation (vf). The s-ICD appeared to be sensing the pacing spikes and not the qrs (r-waves were smaller than the pacing spikes). Following the second shock, very large pacing spikes were observed, but not due to the s-ICD, as the gain was not changing. Medical safety noted the pacing spikes were no longer capturing. Episode 3 showed the onset was overlapping from episode 2. There was some sensing in the atrium and some sensing in the ventricle. The patient was still in vf. The s-ICD was sensing the pacing spikes more than it was sensing the r-waves, causing a delay in detection. The subsequent episodes showed a continued vf rhythm. The device would deliver shock therapy. Some of the shocks would convert, but the patient would quickly go back into vf. The arrhythmia continued until the patient passed away.

Event description:
Boston scientific received the settings report of the non-boston scientific concomitant device. The patient's concomitant device was a cardiac resynchronization therapy defibrillator (crt-d). Only anti-tachycardia pacing (atp) was programmed on, with no shocks. The pacing was programmed to dddr with a max tracking rate of (B)(4) bpm. Bi-ventricular pacing was lv to rv at 40 ms. This report was further reviewed by boston scientific's medical safety committee. Upon extensive review of episodes 1 and 2, the medical opinion is that the patient's death was a result of severe metabolic derangement (due to serious sepsis) leading to excessive arrhythmias. Episode 1 showed a monomorphic vt at a rate around (B)(4) bpm with a wide qrs indicative of severe metabolic derangement from serious sepsis leading to excessive arrhythmias. The rhythm transitions quickly to polymorphic vt with no evidence of CPR being performed. Detection and sensing are appropriate in episode 1. The spontaneous rhythm converted. Artifact was noticed following the shock. Pacing spikes from a concomitant cardiac resynchronization therapy defibrillator (crt-d) were being sensed by the s-ICD.